Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer stated, that the pump was shattered and unable to be used anymore. Troubleshooting was performed, but the issue was not resolved. The customer reported, no adverse event. The event involved product(s) mmt-1715kl. The customer reported, physical damage (crack or scratch) on the pump. Not related to the retainer ring. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan, per health care professional instructions. Mmt-1715kl was requested. And the customer response was, the device will be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched lcd window, scratched case, cracked keypad overlay, missing display window/cover, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (faded) keypad overlay texture damage. Conclusion summary: cosmetic damage was confirmed at crack at the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.